Manufacturer narrative:
An event of leaflet thickening aortic stenosis and thrombus was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported aortic stenosis is likely a cascading effect of the reported thrombus formation and thickened leaflet. However, the cause of the reported thrombus formation and thickened leaflet could not be conclusively determined. The reported serious injury/illness/impairment was a result of case-specific circumstances as no intervention was reported. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Clinical information: crd 1003 - vantage, patient site ID: (B)(6), (B)(4). It was reported that on (B)(6) 2025, a 27mm navitor valve was chosen for implant using a large flexnav delivery system. The valve was successfully implanted. On (B)(6) 2025, a significant increase in the mean trans prosthetic gradient (25mmhg) was noted. The leaflet appeared to be slightly thickened. A suspected thrombus on the valve. A transthoracic echocardiogram (tte) was scheduled in one month. There was no treatment required. The patient was reported in stable condition.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.